Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e433 in the error history log. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed an unknown error code. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The inspection results are partly evaluated as plausible. According to the event description, the affected generator displays error e433. The service department cannot reproduce this error but finds it in the error log of the device. Based on the results of the investigation, it is likely that the following led to the malfunction: the service department traces this error back to the generator board. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The issue was found before the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.